Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. On the same day as the onset, the patient was hospitalized for the event. On unreported date, the patient was treated with heparin injection intraperitoneally (dosage, frequency, and duration not reported), fortum injection 1 gram twice a day intraperitoneally (duration not reported), and reflin injection 1 gram twice a day intraperitoneally (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the event. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).